Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant, the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. Revision of atrial and ventricular leads was performed. Leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.